Manufacturer narrative:
This report is being resubmitted to ensure the attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a conclusive cause for reported death as well as a conclusive cause for septic shock could not be determined. The reported patient effects of death and septic shock are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures.there is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: literature titled: "outcome comparison of mitral valve surgery and mitraclip therapy in patients with severely reduced left ventricular dysfunction.".

Event description:
This is filed to report death. It was reported through a research article that this was a mitraclip procedure to treat functional mitral regurgitation (mr) . One clip was successfully deployed, reducing mr. Approximately 8 days later, the patient experienced cardiogenic shock and died. No other information was provided.